Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cracked connector is confirmed, but the exact cause could not be determined. One 20 ga x 1 in safestep infusion set was returned for evaluation. An initial visual observation showed blood use residues throughout the returned infusion set, and a purple marker was used to draw on the y-site luer. A microscopic observation revealed a split in the valved y-site. The fracture surface of the split was further observed by inserting a tapered syringe into the valved y-site. The fracture surface appeared smooth, but the edges of the split appeared uneven. The complaint of a cracked valved y-site is confirmed based on microscopic observations, but a root cause could not be determined. Possible contributing factors include over-tightening, forceful insertion of a tapered object into the luer connector hub, and material embrittlement due to exposure to incompatible chemicals and/or other environmental conditions. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported "port access needle cracked horizontally at the luer lock of the preattached connector." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported "port access needle cracked horizontally at the luer lock of the preattached connector." No other information was provided.